Event description:
It was reported that during a cryoablation procedure, the left sided veins were isolated and, while cryoablation therapy was administered on the right sided veins, loss of diaphragm stimulation for the phrenic nerve occurred. The physician requested that therapy be stopped, and cryotherapy was immediately discontinued. Phrenic nerve injury was identified, and phrenic nerve activity had not returned at the conclusion of the case. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data was received and analyzed. The received pdf file includes the event date as well as statistical and demographic information related to the case. It contains detailed cryoablation treatment logs, but does not contain any records of system notifications, alerts, or phrenic nerve/diaphragm related issue during the procedure. The catheter is identified as arctic front advance pro¿ 28 mm, with lot number 23568 and serial number 6. The cryoconsole ID is n2422a0216. The procedure date is recorded as 11/7/2025. In conclusion, the physical product was not received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.